Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. The customer stated that she also received a no delivery alarm while delivering a bolus. The customer's blood glucose at the time of admission was 485 mg/dl. Troubleshooting was done. The customer expressed that she was vomiting and not feeling well prior to the hospitalization. The customer was treated with an insulin drip. The customer stated that the cannula was bent. The customer stated that the high blood glucose was caused by the bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.